Manufacturer narrative:
(B)(4). The customer declined a product eval and event log review. Because the customer did not record the device serial numbers and no product or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 2 hr infusion of remicade completed in less than 30 mins. There was no harm or side effect noted at the time so the pt was discharged home. After being home for an unspecified period of time, the pt developed vomiting and blurry vision and was seen in the emergency dept. A drug level was ordered and the pt remained in the e.d. Until he was stabilized. The event logs were reviewed by the customer and no programming anomalies were identified. The customer also tested the pump and no problems were identified. No add'l pt or event details were provided by the customer.